Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The microbiological analysis results are pending. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: a non-olympus brand detergent was used, the automatic endoscope reprocessor hadn't been tested, and the endoscope wasn't sterilized. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for multiple colony forming units (cfus). When being tested after 48 hours, 36 cfus of enterococcus faecalis, citrobacter farmeri, pseudomonas aeruginosa, and escherichia coli were found. When being tested 7 days later, 50 cfus of enterococcus faecalis, citrobacter farmeri, pseudomonas aeruginosa, and escherichia coli were found. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacture's (lm). Review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing. The device evaluation, the lms final investigation. The lm reviewed: the customer provided cds processes, where the following deviation, from the IFU was confirmed: a/w-channel and auxiliary water channel were not flushed at precleaning. Olympus provided, the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024; sampling from: all channels; cfu: <1 cfu/100 ml; bacterial identification: n/a. The device was evaluated, where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from IFU was confirmed. Therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU. Which may prevent the suggested event, by handling device in accordance with the following IFU reprocessing manual: reprocessing the endoscope (and related reprocessing accessories). Precleaning the endoscope and accessories: flush the air/water channel with water and air, flush the auxiliary water channel. Olympus will continue to monitor field performance for this device.